Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The received package shows several damages on the inner pouch and scratches in the inner part of the blister. All other items from the same lot were distributed in february 2009 with no additional complaints recorded. Although the cause of the event has not been identified with the available information, it could be related to movements during transportation causing the damage to the packaging. The items were distributed more than 5 years ago. No evidence has been found that could relate the incidence with the manufacturing, inspection, or packaging of the affected items.

Event description:
It was reported that during a left total knee revision arthroplasty on (B)(6) 2014, the packaging of the cr stem housing had holes in it. Although a vanguard 360 implant was used to complete the procedure, a 50 minute delay occurred. No further information has been received.